Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two half-height cubie drawers were failing to open and close smoothly. A field service engineer (fse) found that one drawer was jammed and losing bearings, and the other drawer had started malfunctioning. The fse replaced the jammed half-height drawer. The separation panel between the two drawers was installed to prevent future issues. All cubies were moved from the old drawer to the new unit, and functionality was verified by having the user pull medications. The failure in the upper half-height drawer caused part of the rail bearing cage to drop behind the lower full-height drawer, damaging the retractor band. The fse replaced the retractor band as a precaution and replaced the slide rails. A general cleaning inspection was performed, and the position sensor for the upper drawer was replaced due to visible copper hanging out of the socket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer sticking. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.